Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The reported event of an error icon display was confirmed during log review. Functional tests were performed and passed all relevant testing. The receiver case was opened for an interior inspection and it passed. Functional testing performed failed usb (firmware version) not related to complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.